Manufacturer narrative:
A replacement was sent to the customer. The vial was returned and will be forward to the original equipment manufacturer (OEM) for evaluation.

Event description:
A customer contacted beckman coulter inc (bci) in regards to the act 5diff control plus high vial would not stay screwed on due to its threads (loose cap). No indication of spill was noted. The user was wearing gloves, lab coat and glasses while handling the vial and had no contact with the control material. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint.